Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient experienced leakage of cerebrospinal fluid during the implant procedure due to hypertrophy of the ligament and a narrow epidural space. The dura was repaired and a drain was inserted. The patient was sent to a rehabilitation facility and the ipg pocket was aspirated multiple times. The physician decided to remove the device and the patient is currently recovering in the hospital with no further signs of cerebrospinal fluid leakage.